Manufacturer narrative:
The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The account indicated the use of a non-qualified cartridge and viscoelastic. The handpiece provided is qualified for use with this lens, with the use of qualified lens/cartridge combinations. The company model is only qualified for use in the company cartridges. The root cause is most likely related to a failure to follow the instructions for use (IFU). The account used an unqualified lens/cartridge/viscoelastic combination. Company foldable intraocular lens (iol)s are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The product has not been received to evaluate. The root cause for the reported complaint was most likely related to a failure to follow the instructions for use (IFU). The product was not returned. Information was provided that an expired lens was attempted to be implanted on (B)(6) 2026; however, the expiration date of the sample was (B)(6) 2023. The IFU instructs: examine the label on the unopened package for model, power, proper configuration, and expiration date. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is:(B)(4).

Event description:
A non-healthcare professional stated with the description of haptic broken. Additional information received and stated that haptic was broken during loading.